Event description:
The patient stated that he has experienced several instances where his insulin infusion set tubing separated at the luer-lock connection. He stated that his high blood glucose readings "have been up in the 300s because of the tubing separating". He reported that his symptom of elevated blood glucose level was "feeling sluggish". He also reported administering a bolus of insulin after replacing the separated infusion set tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.